Manufacturer narrative:
Visual examination of the returned device reveals the drill is broken in two pieces. The drill broke at the laser mark, perpendicular to its axis near the top of the drill. This is a known issue due to the inherent nature of bit functionality. The implant site number is not known, but breakage is possible, especially when utilized in the posterior aspect of the mouth, and is due to extreme angle and high direction forces. The complaint condition is confirmed, and this is a known failure mode. The tooth site number is not known, however; root cause could be attributed to operational context. Keystone dental's surgical manual recommends drills be replaced when worn, corroded, dull or otherwise compromised. Furthermore, the manual recommends that drills should be replaced after approx twenty (20) uses depending on bone depending on bone density. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted. Attempts were made to obtain add'l info. A f/u medwatch form will be submitted if add'l info is rec'd at a later date. (B)(4).

Event description:
The complainant reported that the clinician was performing a dental procedure on a pt using a prima initial drill when the drill fractured (date of fracture unk). There was no indication from the complainant of any adverse effect to the pt as a result of the reported drill fracture.